Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that while reprocessing his olympus high flow insufflation unit, it was discovered that the inlet pressure was small, despite increasing the flow rate. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was not returned for evaluation. However, based on the results of the investigation it¿s probable the event (small pressure and low pressure occurred after increasing the flow rate) was due to failure of the main board or defective connection of the connecting tubing to the line pressure sensor. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.